Event description:
Patient's nurse informed respiratory therapist (rt) that the internal battery alarm began flashing on bipap machine. Rt came to bedside to assess machine. The plug was moved to multiple outlets, but the alarm would not stop flashing. A replacement bipap machine was brought to the bedside, and exchanged. The malfunctioning machine was taken out of service and tagged for biomed to check out.